Event description:
Analysis of the returned device found that the firm coil of the delivery wire was broken but the poly imide (pi) wire was intact at the distal tip of delivery wire, just proximal to the detachment zone.

Manufacturer narrative:
Visual and microscopic examination found that the main coil was slightly stretched. No anomalies were noted to the main junction or the form tip. The cathode was found to be broke off the proximal end of the delivery wire. At distal tip of the delivery wire, just proximal to the detachment zone the firm coil of the delivery wire was broken but the pi wire was intact. From the additional information provided, the physician voluntarily broke the cathode off after several attempts to detach the coil using the inzone detachment system and then attempted to detach the coil using electrolysis. However, most likely the electrolysis had occurred on the delivery wire itself resulting in the break seen on the firm coil. Based on the investigation findings and information provided, it is likely that procedural factors may have caused the initial difficulties in detaching the coil. Therefore, a root cause of operational context has been assigned to the pusher wire break.